Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation indicates the distal end of the wire was bent. This is an indication of misuse of the device. This failure would lead to the wire not completely retracting and getting stuck at the edge of the shaft. This failure can be attributed to user technique. Inspection of the device revealed the button is difficult to slide from the closed to the slip position and then to the open position. When the button was triggered, the wires do not retract into the tube. This complaint can be confirmed. Due to an increasing trend in the number of button failures, a corrective action was initiated to determine a root cause for this failure. Investigation reveals the manufacturing process is the root cause, specifically the wire-tube and the button assembly process. Furthermore, a non-conformance search was conducted and no non-conformances have been identified for this part number (251723) with lot number (l982503) combination. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is not currently available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Pending investigation. UDI: (B)(4). The expiration date is not currently available.

Event description:
Additional information received on 11/19/2018 stated that the event occured intra-op. Shoulder sub-scap repair was completed with difficulty. There was a 10-min surgical delay. Alternative product was readily available. No loop fall in the patient and no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Pending investigation. UDI: (B)(4). The expiration date is not currently available.

Event description:
Additional event information received on 11/20/2018. It was reported that the device was returned and delivered on the 16/11/2018 via fedex on waybill number (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4) - incomplete. The exp date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that the loop snapped on their ideal suture grasper device when in retract mode. Subsequently, the suture could not be retrieved. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.